Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: did the device deliver any staples? Yes with the first and second cartridge. But not for the third cartridge. If yes, were the staples formed properly? Yes with the first and second cartridge. But not for the third cartridge. If yes, was the staple line complete? Yes with the first and second cartridge. But not for the third cartridge. Did the device cut? Yes with the first and second cartridge. But not for the third cartridge. If yes, was the cut line complete? Yes with the first and second cartridge. But not for the third cartridge. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?

Event description:
It was reported that during a gastrectomy procedure, before use of the stapler, check of the opening of the stapler is always made. After three uses during the intervention, the stapler blocked, there was no stapling at the time of the deliberate pose, a gold cartridge. There was no difficulty to close the stapler and remove it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.